Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). An occlusion was performed. The motor rate error was reproduced during functional testing. Replaced damaged top and bottom cases, corroded timing plate springs, and worm gear. Installed cable guard. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.

Event description:
It was reported that a motor rate error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). An occlusion was performed. The motor rate error was reproduced during functional testing. Replaced damaged top and bottom cases, corroded timing plate springs, and worm gear. Installed cable guard. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.

Event description:
It was reported that a motor rate error was experienced.